Event description:
It was reported "the balloon ruptured spontaneously, making removal difficult and causing urethral injury with bleeding. Replace the catheter". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Sample was not returned for this complaint, and no photo evidence is available. Hence, a visual investigation could not be conducted. A device history record review performed by the manufacturing site team as part of the MDR master list review task. There is very limited information on the complaint and furthermore no physical investigation, or assessment has been conducted on the defective part. Since there was no sample returned for this complaint, further investigation for the actual root cause could not be determined. Therefore, this complaint could not be confirmed. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "the balloon ruptured spontaneously, making removal difficult and causing urethral injury with bleeding. Replace the catheter". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).